Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a sprinter legend otw balloon to treat a tortuous vessel. It was reported that the balloon ruptured while inflating. The balloon was removed intact with no adverse outcome to the patient reported.

Manufacturer narrative:
The initial MDR submitted included the incorrect aware date of 6 october 2016. This has now been corrected to the 11 oct 2016. A sprinter otw device was used during the procedure.

Manufacturer narrative:
The sprinter otw balloon was used to pre-dilate a calcified lesion in a tortuous lad. The device was inspected while loading it on the wire, with no issues noted. Negative prep/purging was performed with no issues noted. Some resistance was noted while advancing the device to the lesion, but excessive force was not used. It was reported that when inflating the balloon for the second time to 12 atm, the balloon ruptured on the calcium. A sudden drop in pressure was noted on the inflation device. The physician completed the procedure with an unknown brand device. The device is not available for return for evaluation.